Manufacturer narrative:
H3: analysis found visually, there was surgical tape wrapped around the clamp shell and the tube adapter was dislodged and not returned. Additionally, the valve on the inflation tube was cut when returned. Under magnification, there were small voids in the blue, red, and red with white ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 35 ohms (blue), 11 ohms (blue with white stripe), 31 ohms (red), and 14 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while performing bend testing where each individual trace was bent near the clamp shell. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after anesthesiologist inserted the endotracheal tube well and connected the machine, there was no signal, and it could not be used normally. The operation was completed by replacing it with the backup endotracheal tube. There was no patient injury.